Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports error code 241.4130 on their 8100. Case resolution: - customer informed me when they perform the analog sensors test, the reading is .8 to .9 volts. - informed customer this looks good, but to now load a set and close the door. - readings should be between 1.8 and 2.8 volts. - patient side is 2.2v and bottle side is 4.9v. - recommended customer replace bottle side pressure sensor. - customer requests to send in for repair. - transferred to repair team for further assistance.